Manufacturer narrative:
The reported complaint that "autopulse platform (sn (B)(4) displayed fault code 41 (patient temperature sensor failure)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was temperature sensor failure, likely due to the aging of the device. The autopulse platform was manufactured in january 2013 and is 10 years old, well beyond its expected service life of 5 years. During visual inspection, the top cover as well as the front and bottom enclosures were observed damaged, unrelated to the reported complaint. The photos provided by the zoll service team revealed some superficial scratches on all the covers, likely due to wear and tear. In addition, both enclosures were chipped at multiple locations, and the bottom enclosure had multiple broken screw bosses. Both head restraint wires were cut from the surface of the top cover, but they did not render the autopulse platform non-functional. The observed physical damages are the characteristic of harsh impacts due to user mishandling. The front enclosure was last replaced in 2021 during service performed at zoll. The damaged covers need to be replaced to address the issues. A review of the archive data showed multiple fault code 41 (patient temperature sensor failure) occurred around the customer's reported event date, confirming the reported complaint. Based on the archive data, patient temperature sensor failure occurred with the sensors reading 127 °c. The patient contact surface temperature sensor values were outside of the normal range of 45°c during the power-on-self-test or take-up. During functional testing, the autopulse platform stopped after performing a few compressions and displayed fault code 41, confirming the reported complaint. During troubleshooting at zoll, the temperature sensor and its cable connection to the power distribution board (pdb) were inspected, and there were no loose connections or issues. The zoll service personnel cleaned the cooling fan and verified that it was properly cooling the drivetrain motor and other major heat-producing assemblies. Blowing hot and cool air directly to the location of the temperature sensor mounted was performed, but the sensor did not respond respectively to the temperature increase/decrease. It showed that the temperature had dramatically increased. The technical investigation concluded that the temperature sensor failure was the cause of fault code 41, and it needs to be replaced to remedy the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn b)(4) displayed fault code 41 (patient temperature sensor failure) upon powering up. No patient involvement.